Event description:
It was reported that the pump cable had kinking.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(4) was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The distal end of the pump cable was returned connected to the modular cable. Approximately 5.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned over the graft with the outflow graft bend relief hardware and outflow graft clip engaged. The apical cuff was returned disconnected. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump cable was taped adjacent to the external pump cable bend relief which was discolored black. Upon removal of the tape, the pump cable was found to be kinked adjacent to the external pump cable bend relief. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-014073 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jan2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.